Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("it was coil partially being in my uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included lisinopril for blood pressure high. In 2009, the patient experienced pelvic pain ("severe and persistent pelvic/dull ache terrible pain I felt on rt side that suddenly or just standing or sitting upright for longer periods of time") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced scar ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (uti in"). In 2017, the patient experienced fatigue ("fatigue/still experiencing fatigue due to recovery from surgery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary tract infection and scar outcome was unknown and the dysmenorrhoea, fatigue, pelvic pain, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, pelvic pain, scar, urinary tract infection and weight increased to be related to essure. The reporter commented: the essure devices were deployed and photo was taken with 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: adequate bilateral tubal occlusion. On (B)(6) 2017, xr abdomen (kub): prior tubal occlusion procedure. No acute findings. CT-scan: it was coil partially being in my uterus. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs+mr received: event it was coil partially being in my uterus, weight gain, abdominal, pelvic pain, fatigue, excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary, uti, dysmenorrhea were added. Concomitant drug, relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("it was coil partially being in my uterus/foreign body in uterus, any part- essure") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, cervical dysplasia and irregular menstrual cycle. Concurrent conditions included uterine prolapse, hypertension, ache, back pain, inguinal hernia, uterine prolapse, dysmenorrhea and adenomyosis. Concomitant products included lisinopril for blood pressure high. In 2009, the patient experienced pelvic pain ("severe and persistent pelvic/dull ache terrible pain I felt on rt side that suddenly or just standing or sitting upright for longer periods of time") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced fallopian tube disorder ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary"), uterine scar ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and ovarian fibrosis ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (uti in"). In 2017, the patient experienced fatigue ("fatigue/still experiencing fatigue due to recovery from surgery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary tract infection, fallopian tube disorder, uterine scar and ovarian fibrosis outcome was unknown and the dysmenorrhoea, fatigue, pelvic pain, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube disorder, fatigue, ovarian fibrosis, pelvic pain, urinary tract infection, uterine scar and weight increased to be related to essure. The reporter commented: the essure devices were deployed and photo was taken with 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: it was coil partially being in my uterus. Hysterosalpingogram - on (B)(6) 2009: results: adequate bilateral tubal occlusion. X-ray gastrointestinal tract - on (B)(6) 2017: prior tubal occlusion procedure. No acute findings. Most recent follow-up information incorporated above includes: on 5-dec-2018: medical record received - previous pt device dislocation changed to pt device expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it was coil partially being in my uterus") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included lisinopril for blood pressure high. In 2009, the patient experienced pelvic pain ("severe and persistent pelvic/dull ache terrible pain I felt on rt side that suddenly or just standing or sitting upright for longer periods of time") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced fallopian tube disorder ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary"), uterine scar ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary"), ovarian fibrosis ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (uti in"). In 2017, the patient experienced fatigue ("fatigue/still experiencing fatigue due to recovery from surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, urinary tract infection, fallopian tube disorder, uterine scar and ovarian fibrosis outcome was unknown and the dysmenorrhoea, fatigue, pelvic pain, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube disorder, fatigue, ovarian fibrosis, pelvic pain, urinary tract infection, uterine scar and weight increased to be related to essure. The reporter commented: the essure devices were deployed and photo was taken with 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: adequate bilateral tubal occlusion 05dec2017, xr abdomen (kub):prior tubal occlusion procedure. No acute findings CT-scan: it was coil partially being in my uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: coding request - event excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary; splitted as separate entries 1. Excessive scar tissue on this day post-op/tons of scar tissue on right tube (fallopian tube scar) and 2. Scar tissue on uterus (uterine scar) and 3. Scar tissue on ovary (ovarian fibrosis). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it was coil partially being in my uterus/foreign body in uterus, any part- essure') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, cervical dysplasia and irregular menstrual cycle. Patient have ultrasound scheduled for dec 4th. Concurrent conditions included uterine prolapse, hypertension, ache, back pain, inguinal hernia, uterine prolapse, dysmenorrhea and adenomyosis. Concomitant products included lisinopril for blood pressure high. In 2009, the patient experienced pelvic pain ("severe and persistent pelvic/dull ache terrible pain I felt on rt side that suddenly or just standing or sitting upright for longer periods of time") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea / increased cramps with periods"). In 2016, the patient experienced fallopian tube disorder ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary"), uterine scar ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and ovarian fibrosis ("excessive scar tissue on this day post-op/tons of scar tissue on right tube uterus and ovary") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (uti in"). In 2017, the patient experienced fatigue ("fatigue/still experiencing fatigue due to recovery from surgery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("stabbing pain in left side that run down my leg"), back pain ("lower back pain") and abdominal pain lower ("lower right abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary tract infection, fallopian tube disorder, uterine scar, ovarian fibrosis, pain in extremity, back pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, fatigue, pelvic pain, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fallopian tube disorder, fatigue, ovarian fibrosis, pain in extremity, pelvic pain, urinary tract infection, uterine scar and weight increased to be related to essure. The reporter commented: the essure devices were deployed and photo was taken with 3-4 coils patient had essure done in 2007 (social media) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: it was coil partially being in my uterus. Hysterosalpingogram - on (B)(6) 2009: results: adequate bilateral tubal occlusion. X-ray gastrointestinal tract - on (B)(6) 2017: prior tubal occlusion procedure. No acute findings. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : abdominal pain lower, back pain, pain in extremity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: events- "stabbing pain in left side that run down my leg, lower back pain, lower right abdomen pain", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.